Event description:
It was reported that (1) device was used during a laparoscopic hernia. It was reported by the affiliate that the ems staples did not close correctly. Another device was used to complete the case. There was no consequence to the pt.